Event description:
It was reported that during an unrelated right ventricular (rv) lead revision procedure, this right atrial (ra) lead fractured. Additional surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.